Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Pmv confirmed that the jaw of one of the devices was broken. Engineering replicated the reported condition in two of the sealed devices. No abnormalities were found during visual inspection of the sealed devices. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the reported condition may be caused by using the bag in retrieval of an inappropriate type of specimen. Such retrieval may result in stretching and ultimate breakage in the bag. Instructions for use(IFU) of the product states that the specimen retrieval system is intended for use in laparoscopic procedures where removal of tissue or debris from the abdominal cavity is desired. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during appendectomy, the device had a defect at the bottom of the bag, not properly sealed. Took another endo bag to retrieve the specimen in order to complete the case. Nothing fell in to patient cavity. No injury to the patient.